Manufacturer narrative:
This clinic had been destroyed in tornado at the (B)(6), so no updates have been provided by the injector. The radiesse lot number has not been provided at this time.

Event description:
A pt was injected with 1.5cc of radiesse dermal filler, split between the nl folds and a small amount in each of the marionette lines on (B)(6) 2011. The pt called the injector two days later (sunday) to report that one nl folds was swollen and red. The pt was seen monday morning ((B)(6), 2011), diagnosed as cellulitis with possible small blood occlusion near the nostril. There was also a small amount of clear oozing in the same area. The pt was treated with bactrim, antibiotics, just called in yesterday ((B)(6) 2011). The pt reported the swelling had already begun reducing.